Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had non-sustained right ventricular oversensing (nsrvo) episodes. The oversensing was due to sensing of myopotentials from the diaphragm. Reprogramming changes were discussed, but not made as of yet. There were no consequences to the patient.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had non-sustained right ventricular oversensing (nsrvo) episodes. The episode was due to myopotential oversensing from the diaphragm that caused inhibition of pacing. Reprogramming changes were discussed, but not made as of yet. There were no consequences to the patient.